Event description:
It was reported that during a stenting procedure a balloon rupture occurred. After a 3.0 x 38mm ion stent was implanted in the right coronary artery the nc quantum apex balloon catheter was used for post dilatation and was inflated to "close to rated burst" pressure when it ruptured. The balloon was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).